Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low could not be duplicated. Ventec then downloaded and reviewed the device's electronic records where it was observed that there may have been reduced vte delivery, as reported. As a precaution, ventec replaced the external flow module to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the likely root cause of the reported issues was the efm. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.